Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons were unresponsive on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was unable to resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received unresponsive buttons due to corroded keypad flex connector traces. Unable to perform self test or displacement test due to unresponsive buttons. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.